Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified upper arm artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 13 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device batch was received for analysis, the following attributes were examined: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 1mm proximal of the proximal balloon markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified upper arm artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 13 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was good.